Manufacturer narrative:
Per additional information received on november 21, 2023, indicates that the patient had possible bilateral rupture shown on MRI examinations., later on (B)(6) 2023, mentor received patients' op report which indicated that both implants were intact. The patient experienced right sided granuloma, and bilateral breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on december 06, 2023. Device evaluation completed on december 12 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ lm+ 330cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 24, 2023 indicated that the patient scheduled for bilateral replacement with unknown implants on (B)(6) 2023. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memoryshape, 330cc silicone prosthesis experienced right sided silent rupture postoperatively. The issue was confirmed through MRI examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on november 9, 2023 indicated that the patient underwent bilateral capsulectomy and bilateral replacements as follow: l/ cat: smpx-405, sn: (B)(6), r/ cat: smpx-350, sn: (B)(6). The ultrasound and MRI examination confirmed bilateral silent ruptures. Manufacturer¿s reference number: (B)(4).